Event description:
(B)(4)

Event description:
The customer reported liquid leak of about a 3-4 cc reddish diluent leak near the front right side of unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument.

Event description:
The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds. The facility does have an exposure control / risk management plan in place. The customer stated that patient results were erratic, however the results were not reported outside the lab. Customer had no printouts of erratic results. On the day of the event ((B)(6) 2012) a field service engineer (fse) was dispatched to investigate the event. The fse found the nrbc mixing chamber overflowing and leaking liquid on the cassette track. The fse cleaned and bleached the nrbc mixing chamber and performed the nrbc mixing chamber drain function ten times to verify instrument operations. The fse stated the nrbc mixing chamber was plugged; although the fse was able to flush the tubing, he was unable to determine the material that caused the plug.

Manufacturer narrative:
(B)(4).patient samples or results were not reported to have been affected by the leak.

Manufacturer narrative:
The customer reported liquid leak of about a 3-4 cc reddish diluent leak near the front right side of unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument.

Manufacturer narrative:
The cause for the overflow leak was a plug in the nrbc mixing chamber drain line. (B)(4).